Event description:
During a retrograde femoral nailing procedure, femoral connecting bolt became disengaged from the nail. A second connecting bolt was attempted for use with the same result. Later in the procedure, the short connector fractured during insertion of a distal screw. The procedure was completed after a delay of more than half an hour.